Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she was able to clear the alarm, but then the buttons on the keypad of the insulin pump were no longer responding. Blood glucose level at the time of the call was 174 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. No moisture damage noted on electronic assembly or on motor.